Event description:
It was reported that during a laparoscopic gastric bypass procedure, upon the first firing of the stapler, the reload flew out the end of the gun resulting in no cutting or stapling. The surgeon reloaded the gun the 2nd time and the same happened again resulting in the doctor opening a new gun. Procedure prolonged 5 minutes. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.